Event description:
Pt enrolled into the trial. Hypotension occurred during procedure followed by a minor stroke post procedure.

Manufacturer narrative:
Device was not returned for analysis. Please reference MDR 2183870-2008-00122 for spiderfx used in this same procedure.